Manufacturer narrative:
G4: 30sep2019. B4: 09oct2019. The manufacturer's international service technician performed troubleshooting but was unable to confirm the reported event. The customer cancelled the repair request and the unit was returned to the customer. No parts were replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16sep2019.

Event description:
Was reported that when the system was powered on, the unit did not operate and an alarm continuously sounded. The screen was also dark and an error code appeared on the screen. There was no patient involvement.